Event description:
The customer states that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the reader camera. The fe replaced the gripper and solenoid. The fe also performed a pm and verified mod #(B)(4). The customer ran qc and all were within set lab range. Repairs have returned this instrument to expected operation. (B)(4).